Event description:
Boston scientific received information that this right ventricular (rv) lead as well as the right atrial (ra) lead (4096/(B)(4)) dislodged due to twiddler's syndrome. Both leads were extracted without problems, and were successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. During visual inspection, the insulation was noted to be bunched in several places, and the lead body was slightly twisted along its length. There was dried blood/body fluid in the helix housing, with tissue entwined in the helix. A resistance test was completed to assess electrical performance, and measurements from this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, but it is possible that the wavy/deformed areas of the lead body could be a result of twisting related to twiddler's syndrome.